Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a defective printed circuit board. In addition to foreign material in the nozzle due to insufficient cleaning, additional findings were as follows: due to a pinhole on bending section cover, water tightness was lost; due to wear of angle wire, bending angle in up direction and play of up/down knob did not meet standard value; bending section cover had a scratch; adhesive on bending section cover had white clouded area; due to clogging of nozzle, water removal ability did not meet the standard value; suction connector was dirty due to water leakage; bending tube had a dent; adhesive around objective lens had white clouded area; connecting tube had a dent and discoloration; forceps channel port was shaved; paint on air/water cylinder and suction cylinder was peeled; and the universal cord had a wrinkle and scratch. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, it is unknown if the air/water nozzle was flushed with air and water, it is unknown if the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope switch did not work. There was no patient harm associated with the event. The device was evaluated, and it was found that there was foreign material in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.